Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip and cracked battery tube threads noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. Pump received with cracked battery tube threads and broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged reservoir compartment. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.